Event description:
Received information from another country's affiliate. Stated pt inserted a lens and "immediately the eye turned red." The pt went to emergency where the eye reportedly "got worse." The reporter did not specify which eye. The report stated the pt lost one diopter of acuity and the "eye became opaque." The pt was told not to wear contact lenses for 5 week. Our affiliate has tried to speak with the treating physician repeatedly without success. As the true severity of the injury is unknown and the report of ocular opacity, this is being reported as a serious injury. A device history review was completed on lot l0010qs. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Product was not available for evaluation. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusions can be drawn.